Event description:
The account alleged that a pt had a controlled fall due to a partially broken side rail. The pt was using the side rail for support when it flipped up from the bottom sticking out to the side. No pt injury.

Manufacturer narrative:
The account would not return hill-rom's attempts to gather additional information regarding the event.